Manufacturer narrative:
The insulin pump was received with blank display due to broken b1 solder joint on interface board. Unable to verify for the excessive no delivery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No damage inside insulin pump noted.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer stated that every time she changed the infusion set, the customer's insulin pump would go blank. The customer mentioned receiving a no delivery alarm as well. The customer's blood glucose was 115 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that she had already changed the battery cap. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.